Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case did not allow the cartridge to fit onto the pump. There was no reported adverse impact to customer's blood glucose. Tandem technical support instructed the customer on obtaining a new case.